Event description:
The dr claims that the graft, implanted as an intrainguinal bypass graft, "oozed" approx 50cc of blood (quantity estimated, not measured) over a period of approx five minutes. The dr claims this quantity of leakage exceeds the label spec. The dr flushed the graft with the pt's blood and it subsequently became blood tight and was left in. The pt's condition is ok.